Event description:
It was reported that lead integrity alert (lia) triggered for elevated short interval count, which could indicate oversensing. The patient was noted to have a history of elevated pacing impedances. The doctor disabled the right ventricular impedance monitor and left the patient with vfnid (ventricular fibrillation number of intervals to detect) of 30/40. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing associated with the right ventricular lead. Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). The data showed that there were fifteen nst (non-sustained tachycardia) episodes with v-v (ventricle-ventricle) intervals less than 220 ms from 02 to 03-sep-2015, there were 406 v-sics (ventricle ¿sensing integrity counter) since last session 85 days ago, and that the rv (right ventricular) pace impedance was consistently over 4300 ohms from 09-feb-2009 to 30-aug-2010. The lifetime ventricular sensing integrity counter is 1440 and these counts have occurred in the year since implant. A high value of this count can indicate a possible intermittency in the system. The rv pace impedance measurement range was 3280 - 4848 ohms.